Manufacturer narrative:
An additional lot number was reported (lot # m016545). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing. Reportedly, the customer loaded a new cartridge filled with 300 units with a new infusion set attached, but did not see drips after priming over 30 units. The customer tried another new cartridge filled with 300 units and new tubing; however, customer did not see drips after priming the tubing with approximately 30 units. Tandem technical support (cts) requested for the customer to remove the tubing and to prime with approximately 15-20 units. Customer reported a small amount of insulin formed at the luer of the cartridge, however, the insulin never dripped. The customer held the luer lock pointed down towards the ground as instructed, and attached the tubing again and primed 20 units; however, no drips were seen. Customer attempted to use another cartridge filled with 280 units and primed with approximately 16-18 units, and reported only a small amount of insulin at the luer lock with no drips formed. Customer then attached new tubing and primed with over 30 units and still did not see drips. The customer was able to prime water out of the tubing successfully. Customer's blood glucose level was 350 mg/dl and was addressed with manual injections. The customer confirmed that an alternate method of insulin delivery was available.